Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2; -7.0 diopter implantable collamer lens into the patients left eye (os) on (B)(6) 2024. The lens was reported as having excessive vault. Cause of the event was not reported. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: d2: mta. (B)(4).